Event description:
It was reported that an ilet user experienced hyperglycemia with a fingerstick blood glucose of 562 mg/dl after running high for approximately nine hours, noting dry mouth and thirst, with no occlusion alerts and visible drops observed after a recent supply change; the user attempted to announce meals to correct the high and was advised against this, then planned to administer a fast-acting insulin dose and reassess. Symptoms included hyperglycemia with polydipsia and dry mouth. Outcomes included no reported hospitalization or medical intervention beyond self-administered corrective insulin. Investigation included complaint intake, user interview, and troubleshooting guidance. Investigation of this case revealed no device alarms or evidence of occlusion, and the device appeared to deliver insulin as drops were observed; the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.